Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that during the implant procedure, the micropuncture needle part of the introducer kit (used to access the subclavian vein) had punctured the patient's lung. The punctured lung was not identified until after the procedure. The patient¿s complications from the collapsed lung have resolved. No modification was done to the pacemaker system post implant. The device remains in use and no further patient complications have been reported as a result of this event.